Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).

Event description:
Treatment of an avm (arteriovenous malformation) located in a branch of the left pca (posterior communicating artery) territory. During the procedure, it was reported that approximately 0.7cc of onyx was injected over a period of 22 minutes. The physician was injecting the onyx slowly due to more reflux; however, the apollo catheter ruptured at the point of detachment and the catheter was taken out. No patient injury was reported as a result of the procedure.